Event description:
It was reported that the patient with this inflatable penile prosthesis experienced discomfort and pain at the base of penis due to implant. The device was functioning perfectly. However, the patient preferred to have the device replaced. The physician believed that this is due to the patient not abiding by proper post-op protocol. The patient was having intercourse after 3 weeks instead of waiting the full 6-weeks recovery time. The device was removed and replaced. Old reservoir was spliced onto new cylinders and pump. No further patient complications were reported.